Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). D5 is unknown; no further information has been provided. No problems or issues were identified during the device history record (DHR) review. The returned sample was received decontaminated, without its original packaging; observed that the needle was bent. The complaint was confirmed. The most probable root cause is that the product became damaged after it left the manufacturer facility. All mitigations on placed were verified and it was confirmed has been executing according; therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation.

Event description:
It was reported that after placing the catheter, an elevated blood glucose leveled up to 170mg/ dl and upon removal the cannula was found to be bent at a 30-degree angle under the skin. No patient injury was reported.